Event description:
It was reported that the laser is targeting the midpoint while the customer already set to a specific set point. There was no patient involvement.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse inspected the console and did not identify any abnormality. The alignment was checked and worked as intended. The console passed all functional testing. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the laser is targeting the midpoint while the customer already set to a specific set point. There was no patient involvement.